Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The device was repaired in the field by the clinic biomed technician. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Dialysis clinic contact reported the dialysis machine will not power on. Contact stated wire from rocker switch to power control board is appeared burnt. Advised customer to swap rocker switch and wiring harness.control board is appeared burnt. Follow up with the clinic contact indicated that the dialysis machine was repaired and put back into service. There was no patient involvement with the alleged event.